Event description:
It was reported that during a procedure of a chronic totally occluded lesion of the left leg below the knee, the 300 cm asahi confianza guide wire was used in the procedure and was suspected to have gone subintimal. Although several other interventional devices were used for treatment the procedure was eventually aborted without full treatment of the lesion(s). It was noted that the guide wire met resistance but was removed from the anatomy. The sheath was left in place and the patient was transferred to recovery. Approximately 2 hours later the sheath was being removed when it was noted that a metallic object was sticking out of the groin site. It was further noted to be a guide wire and the technician tugged on the device and it unraveled and eventually separated. It was reported that the physician decided to leave the guide wire without additional treatment. There was no reported adverse patient sequela. The patient was discharged without further issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance/incorrect removal/ indication for use. Based on the reported information, and without the device being returned for analysis, it appears that user technique contributed to the reported event and related patient effects; however, a conclusive root cause can not be determined. The asahi instructions for use (IFU) warning section states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, resulting in fragments being left inside the vessel. Investigation of the device lot history record could not be conducted as no lot number information was provided. All products are inspected during the production process for meeting the device specifications, and shipped devices have passed release testing. The device is manufactured by asahi intecc, co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.